Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned implant. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. During visual inspection, it was noted that damages were observed on the neck/collar region of the implant. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to fail to osseointegrate. It was reported that the patient has type IV bone quality. Type IV bone has a thin layer of cortical bone surrounding low-density spongy bone. It has been shown that the quality and quantity of bone available at the implant site are very important patient factor in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. It is possible that the patient's bone quality may have been a factor in the implant's failure to osseointegrate. Additionally, the returned implant appeared to have damage on the neck/collar region. Therefore, it is possible that excessive force might have been applied, contributing to this event. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: corrected: codes updated to reflect the investigation. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in the original package. The part was verified to be an inclusive tapered implant 4.7 mm x 8 mm x 4.5 mm (70-1070-imp0010) using radiographic template. Both external threads and internal hex were intact. Complaint investigator observed the damage appeared in the neck collar region. Bone debris was observed from the implant. Root cause: failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration" the IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per the reported information, the patient had type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant.

Manufacturer narrative:
The device evaluation is anticipated, but it has not yet begun. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate. Doctor attempted to place implant buccally (in the mouth cavity near cheek area), when he applied up to 35ncm torque, the buccal plate fractured. Implant was placed into tooth # 3 on (B)(6) 2018 and extracted on (B)(6) 2018. The implant site became infected; it was not in a previously grafted site. Patient has type IV bone quality. There was no general bone loss. Patient is reported to be doing satisfactory. Patient is under physician's care for hypertension and no relevant dental history. There was no abnormality with the implant itself.